Event description:
Nidek inc received a complaint from a customer on (B)(6) 2014 through u.s. Distributor, (B)(4). Rt-5100 near point rod fell down and hit optometrist in her eye area on (B)(6) 2014. The optometrist visited emergency room for medical evaluation and treatment to her eye and was evaluated by a physician. The required medical treatment is unk. Optometrist was able to return to work that same day. She required no further treatment. Specific info regarding the individual that was injured is not being disclosed to (B)(4). Since the info received indicates a potential risk of serious injury, we determined to submit a MDR.